Event description:
It was reported that the patient alert sounded for high impedance. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded for high impedance. The lead is still in use. No patient complications were reported as a result of this event. Further information revealed that the right ventricular lead impedance continued to fluctuate with noise episodes due to oversensing. A proceudre occured to implant a second pace/sense lead due to patient anatomy and the right ventricular lead reamins in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.